Event description:
Edwards received notification from a field clinical specialist that during prep of a 29mm s3 valve, there was discoloration noted on one of the leaflets. As reported, upon removing the valve from the container a small area of discoloration was noticed on the inflow side of one of the leaflets. A decision was made to not use this valve. A second valve was opened, prepped, and implanted without incident. Initial engineering observation of the returned device clarified that the area of the reported discoloration was a particulate. In addition, unknown black fiber was also observed on the returned valve.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned valve was unused, without holder/serial tag and in solution jar. The returned device was visually inspected for any abnormalities and the following was observed: one (1) black fiber, approximately 0.12 inches, was observed on cp2 leaflet. One (1) black fiber, approximately 0.12 inches, and one (1) brown particulate, approximately 0.06 inches, observed on cp3 leaflet. The complaint event site provided imagery relevant to the complaint and the following was observed: one (1) brown particulate observed on the leaflet inflow side. Material analysis was performed on the isolated material collected during product evaluation with fourier transform infrared spectroscopy (ftir). Ftir results for the reported particulates show similar absorption characteristic when compared to rayon like material. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process , the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint particulate was confirmed from the evaluation of the returned valve. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Per ftir material analysis results, the brown and black particulates showed similar absorption to rayon material. Process walk through was performed by manufacturing. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match brown and black rayon material. Additionally, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. The IFU was reviewed and no labeling/ IFU deficiencies were identified during evaluation. As reported, 'during prep of a 29mm s3 valve, there was discoloration noted on one of the leaflets. As reported, upon removing the valve from the container a small area of discoloration was noticed on the inflow side of one of the leaflets. A decision was made to not use this valve. A second valve was opened, prepped, and implanted without incident. Initial engineering observation of the returned device clarified that the area of the reported discoloration was a particulate. In addition, unknown black fiber was also observed on the returned valve.' It is possible that the brown particulate was introduced during device preparation, as it was observed during the valve rinsing process. The black particulates were likely introduced during the device return handling/ product evaluation process as it was not reported by the site and not observed on provided imagery. As such, available information suggests that procedural factors (device prepping handling) may contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no manufacturing defects or labeling/IFU /training deficiencies were identified, neither corrective or preventative actions, nor product risk assessment (pra) is required at this time. However, an awareness communication emphasizing the important of in-process mitigation on foreign particulate during manufacturing was performed as a precautionary measure. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.